Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. A replacement mult-function cable was sent to the customer. Analysis for reports of this type has not identified an increase in trend.